Manufacturer narrative:
The insulin pump was unit received excessive force sensor calibration values corrupted alarms due to software error. Analysis was unable to confirm motor error alarms complain due to excessive force sensor calibration values corrupted alarms, however found moisture damage on motor assembly. The insulin pump was received with a cracked case all corners of display window, missing end cap sticker and scratched on display window noted.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.